Event description:
It was reported that the patient had ¿so very much pain¿ and was in ¿exaggerated pain¿ for 5-6 months prior to report. She had been having pain over the prior three years, but it was going beyond control. The prialt, which was formerly in the pump, had been making her so sick that she would faint. The patient¿s colon was ¿paralyzed¿ from the prialt. She would have to take a laxative for the rest of her life because of the prialt in her pump. It had also paralyzed her left eye because ¿every nerve was cut off.¿ while prialt was in the pump, the patient once fainted when her physician decreased it. It was noted that there had also been blot clots in the patient¿s legs, though it was unclear if they were related to the device. It was stated that he physician put so many medications in the pump, but they were just going through her body. The patient would feel a burning pain when she walked or stood. It was also noted that, during january and february, the patient felt so sick that she couldn¿t get out of bed or stand up on her feet. It was also reported that the patient had several severe headaches, a severely white tongue, and would feel burning on the side of her tongue. Sometimes when the patient got up, she would feel ¿so blacked out.¿ about six months later, it was reported that a yellowish fluid had been removed from the pump at the last refill. The reporter thought he may have heard an alarm and it was noted that the patient¿s last refill was about 5 or 6 months prior to report. The patient¿s next refill was scheduled for the next week. At the time of report, the patient was uncomfortable because of her increased pain. It was stated that there were eight drugs in the patient¿s pump including: fentanyl, citrate, and morphine sulfate. On that same day, it was reported that the pump worked intermittently. When it wasn¿t working the patient would have unbearable pain. Treatment with oral medication was attempted, but it hadn¿t stopped the pain. It was noted that the patient had also got sick and was in the hospital again. Fifteen days later, it was reported that the patient¿s new managing physician could not prescribe any pain medications for her at her first visit. The patient had been at the hospital for four days prior to report because she ran out of oral medications. It was reported that the patient¿s pump had contained fentanyl, bupivacaine, prialt, ketamine, and morphine. On that same day, it was reported that the patient had been admitted to the hospital for a chronic pain syndrome that had been exacerbated. The catheter tip was confirmed to be in the correct location, via CT scan. Two days later, it was reported that the patient had been discharged from the hospital. It was stated that either her pump had no drug or it wasn¿t working. The patient was having severe stomach pains and headaches. The pain was so severe that she had high blood pressure and chest pain. Additionally, the hospital staff saw something growing in her back on her right side, though they were unsure what it was. It was noted that a healthcare provider (hcp) stopped her pump once. The patient was in pain and had not gotten relief since 2009. The pain was so severe that she couldn¿t stay on her side. An MRI couldn¿t be performed because patient¿s left side was numb. About two months later, it was reported that the patient¿s stomach was burning. The managing physician wanted the patient to start physical therapy. One week later, it was reported that the patient had been hospitalized for pain and anxiety that ¿she brought on herself.¿ the pump had been inserted under the muscle causing a pulling sensation and sharp shooting pain in her abdomen. Two days later, it was reported that the physician who implanted the pump didn¿t install it properly. The managing physician didn¿t want to refill the pump because he wanted the patient to have another surgery. It was stated that a tumor was found growing close to the patient¿s back. The patient¿s physician¿s state that there is medication in the pump, but the patient does not believe them. About two weeks later, it was reported that the pump was lying under her stomach and ribs.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).